Manufacturer narrative:
Insulin pump received with partially broken reservoir tube lip, reservoir tube missing o-ring, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, case cracked at the reservoir tube window corner, reservoir tube window cracked, and loose/shifted endcap sticker. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that she noticed a crack where the cartridge goes in the insulin pump's reservoir compartment. Part of the side compartment was cracked and the top two thread sections were missing. Customer's blood glucose level was 160 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.